Event description:
It was reported that the customer experienced a blood glucose (bg) level of 506 mg/dl and a high ketone level that was not identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline and magnesium and potassium. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.